Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during validation testing for sars cov-2 a false negative result was obtained. A repeat test was performed using the pcr method and the result was positive. There was no indication that results were reported out or any report of patient impact. (B)(4).

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that during validation testing for sars cov-2 a false negative result was obtained. A repeat test was performed using the pcr method and the result was positive. There was no indication that results were reported out or any report of patient impact. (B)(4).